Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a ventricular catheter on (B)(6) 2015. According to the report, the patient developed an infection after the surgery. It was reported that the catheter was explanted on (B)(6) 2015. It was also reported that there was no injury to the patient and the patient¿s current status is normal.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
Approximately 16.5 cm of the catheter was returned. The returned catheter was patent. It did not meet the requirements for leak testing due to a small tear approximately 14.5 cm from the distal flow holes. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.